Event description:
A customer reported that their AED's asi is flashing red, and reporting a service code. The customer did not report this occurring during patient use.

Manufacturer narrative:
The AED reported a persistent service code prompting removal from service and return for evaluation. Upon receipt, the device underwent bench testing. The AED successfully delivered a shock during testing; however, the service code could not be cleared via manual self-test. Evaluation determined that the unit had sustained physical damage consistent with a drop or other significant impact. While the device was able to deliver therapy, the observed damage could impair or prevent therapy delivery in a clinical scenario. The original customer report did not involve patient use and was not initially considered reportable. However, evaluation confirmed a malfunction that could delay or prevent therapy delivery. Therefore, this event is being reported in accordance with 21 cfr 803.50.